Manufacturer narrative:
Product complaint (B)(4). Batch # r5819u. Device evaluation summary: the analysis results found that the pph03 device arrived with the anvil shroud partially detached. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the anvil shroud became damaged. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe how the donuts appeared. Yes ¿ donuts inspected. Donuts ¿ is complete but mucosa is still dangling at areas between 7 ¿ 10 o¿clock internally. Was a complete washer transection confirmed? The white ring which was supposed to be intact in the device came out when donut removed. Were there any staple formation issues identified? Yes. How was the bleeding controlled? How much blood loss was there (mls)? Were any blood products or blood transfusion given? Were there any patient consequences? If yes, please describe. Bleeding control with vicryl 3/0 suture. Blood loss - minimal. Can the lot or batch number of the device be provided? (Based on returned device the lot number is: r93a85, exp 04/30/2023).

Event description:
It was reported that on friday (B)(6) 2018, pph03 was used for stapler haemorrhoidectomy by dr. After firing the stapler, and when removing the stapler he notice that the area between 7 o'clock to 10 o'clock, the tissue was not cut and was still stuck to the stapler. He had to force it out. This leads to further bleeding.